Manufacturer narrative:
(B)(4). Date of initial report: 04/18/2012. Initial report send under MDR number 1717344-2012-00430. Date send: 02/14/2014. The incident device was returned and evaluated. Nothing was found that would have contributed to the customer's report. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The customer reported that the device failed to provide consistent tissue fusion during a laparoscopic sleeve procedure. The surgeon used another instrument to complete the procedure. There was no patient injury. The site contact stated there is no additional information regarding this case.